Event description:
It was reported that a cgm error 42 occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, and after guidance from technical support, successfully performed a pump reset, resolving the issue without further error codes.